Manufacturer narrative:
The reported events of noise, and insulation damage were confirmed. As received, a complete lead was returned in one piece. Visual examination found an external insulation abrasion was noted at 4.9 cm to 5.2 cm from the connector pin, consistent with lead friction to the device can. The cause of the reported event of was isolated to the exposure of the outer coil in the abrasion zone.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2020-03942. Related manufacturer reference number: 2017865-2020-03944. It was reported that the patient presented for remote follow up with lead noise. The patient was referred for lead revision. A pre-procedure device interrogation revealed several episodes of noise and noise reversion exhibited by the right ventricular lead. During the procedure insulation anomalies were observed on the both the right atrial and ventricular leads. Both leads were explanted and replaced. Following the procedure, the pulse generator exhibited a false elective replacement indicator, due to electrocautery exposure. The device was successfully restore via firmware download. The patient was discharged in stable condition.